Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 06-feb-2026. Investigation summary: bd received 10 samples and 2 photos for investigation. Upon evaluation, the images do not show the reported failure mode of overfill. Functional testing was performed on 10 customer samples and 10 retention samples, and all tubes drew within specification limits. In addition, a total of 100 retained samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received photos for investigation, and upon evaluation, the images do not show the reported failure mode of overfill. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the closure. In addition, a total of 100 retained samples were visually inspected with no issues identified. Functional tests were performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.